Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing while programmed in secondary vector. The patient was doing a plank at the gym at the time of the shock. The patient's health care professional (hcp) evaluated all vectors whilst carrying our provocation maneuvers and found less noise was over-sensed in primary vector. Technical services (ts) was consulted for further review and recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing while programmed in secondary vector. The patient was doing a plank at the gym at the time of the shock. The patient's health care professional (hcp) evaluated all vectors whilst carrying our provocation maneuvers and found less noise was over-sensed in primary vector. Technical services (ts) was consulted for further review and recommendations. Besides the inappropriate shock, no other adverse patient effects were reported. This device remains in service.